Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the moisture at the scope connector/electrical contact could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source relayed an error to the monitor (error b30- scope communication error). This issue was detected during preparation prior to use. No adverse effects to patient reported.

Manufacturer narrative:
The device was evaluated by a olympus field service engineer at the customer's facility. During examination, moisture was found at the scope connector which could have led to this issue. The device's connector socket was replaced to address this issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.